Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory indicated the battery impedance trend was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted due to the patient being upgraded to an implantable pulse generator (ipg). The icm was returned to the manufacturer, analyzed and tested out-of-specification during analysis. No patient complications have been reported as a result of this event.